Event description:
It was reported that customer experienced cgm error during g7 sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform complete pump reset, and cgm error did not recur, after which customer successfully started new sensor session.